Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the surgeon was unable to use the lens as the delivery was continuous despite removing finger from the button. Hence a back up lens was used to complete the surgery. Additional information was received stating that, the lens continued to be delivered once it reached the rest position even though the control button was released. This was positioned with a view through the microscope. The same lens was used for the previous operation with no problems. The viscoelastic had been brought to room temperature and was out of the fridge for an hour in theatre.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).